Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported upon close up inspection, they found a tear at one of the distal ends on the implant stent. The item was then put aside. Further details were provided. During a kidney transplant procedure prior to patient contact, after taking out the dj stent, scissors were used to cut the black string then the string was removed followed by inserting the guide wire. Then it was realized there is a line over the dj stent tip. There was no patient contact with the stent. There were no additional procedures required and no adverse effects to the patient due to this occurrence.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection of the returned devices was conducted. A document based investigation was completed including a review of complaint history, the device history record, instructions for use, quality control data, and specifications. The complainant returned one open package, the part number and lot number were confirmed as the reported complaint device. Visual examination confirmed a tear in the material on the proximal coil. Closer examination revealed the tear originated at the last side port stopping 1.5mm from the end of the coil. No other damage found on the stent. Evidence suggests most probable cause, stent damaged during tether removal. A review of the device history record shows there are no non-conformances noted. No other complaints are associated with the complaint device lot number. The instructions for use (IFU) provides the following relevant information to the user. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. The review of production processes, quality inspection documentation and the device history records did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint was confirmed based on evaluation of the returned device. The last side port on the proximal end of the device is the location where the tether would have been attached to the device. It is possible that the tether contributed to the tear through either removal of the tether or handing of the product. A definitive cause of the tear could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.